Manufacturer narrative:
One tactisys¿ quartz ablation system was returned for investigation. Intermittent communication with ensite as well as intermittent contact force with purple values were observed. After clearing the log files from the unit, normal operation was restored. Purple contact force values were not reported from the field however, based on the information provided to abbott and the investigation performed, the cause for the event is consistent with a known software issue relating to version 1.7.0.

Event description:
The investigation findings concluded the cause for the reported interrupted connection and purple values noted during the investigation was due to a known firmware/software issue. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.